Event description:
It was reported that the device had burnt/melted iui connector. There was patient involvement, but unknown harm. The customer later provided the following information: a new pump module was placed as second on the left side of the pcu. There was no resistance when placing the pump module and the user set the pump module in the connection device without issue. They were hanging a new IV medication; no fluids were spilled or dripped on the unit during preparation as proper aseptic technique was used. They were able to program the medication and start the infusion when they noticed a burning smell and smoke coming from the connection. At that moment all pump modules and the pcu crashed with the red banned error code showing across the screen on the brain. They immediately disconnected the modules from each other, and they could see melted plastic where the connection is made. No harm to the patient occurred; medication delay was minimal as we had a spare pump available, and no damage to property occurred due to this event.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.